Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands slightly stuck out at the wrist. Additional observation not reported by site: the instrument was found to have a piece measuring approximately .028" x .036" broken off of one of the grip tips. The broken piece was not returned.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the large needle driver had a broken wire in the jaw, a small wire was off and sticking out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operation was completed as planned with the same instrument. The issue was discovered after the instrument had been washed.